Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's ipg had migrated and had come loose. As a result, surgical intervention was undertaken where in the ipg was explanted addressing the issue.